Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were not responsive. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened button dome switch. No unlocked keypad connector was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.